Event description:
Spouse called and reported for the last couple of years patient has been complaining about pain her both of her hips. Patient does have arthritis along with other surgeries (not specified).

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.